Manufacturer narrative:
(B)(4). Per the complaint information, the patient stated there was air in the patient line. In a follow up call, the patient stated she did not connect. It is not possible the peritonitis was caused by this device malfunction since the patient never connected. The lot number is unknown; therefore, a batch review was not performed. This complaint was not confirmed in the lab due to a lack of a sample. The root cause was undetermined. Baxter has received similar reports of peritonitis the root cause investigation is in progress.

Manufacturer narrative:
(B)(4). On (B)(6) 2011, baxter attempted to contact the patient at the phone number provided. The person who answered the phone stated that a hospital room had been reached and the patient involved in this report was not there. Baxter contacted the dialysis clinic and was informed that the patient is unknown to them. Baxter's databases were searched in an attempt to obtain additional contact information for this patient and no information was available for this patient. No further information is available at this time.should additional information become available during baxter's investigation, a follow up will be submitted.

Event description:
A patient contacted baxter on (B)(6) 2010 regarding air in the line that occurred on the home choice with no alarm. The patient stated they were in the hospital and the rn set up the home choice and turned it off. The patient stated that there was air in the line and the home choice was draining but they were not connected. The baxter technical service representative explained to the patient that the supplies were compromised and they would to have to start over with new supplies the patient agreed to have someone set up new supplies. On (B)(6) 2010, baxter contacted the patient in regards to the air in line. The patient stated that she waited until someone brought new supplies before starting therapy. The patient also stated that she was in the hospital due to peritonitis. The patient stated that she was told that her drain fluid was clear and the infection was gone, but she still had stomach pain. The patient did not allege any problems with the cycler or the supplies.